Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap anterior resection with nephrectomy. Event description: standard trocar insertion techniques with applied medical experienced user using standard lap instruments such as johanns, hook diathermy, energy device, clip appliers. After a short period noticed a leak from one of the 12mm ports (cff73). Then found a small black piece of rubber inside the patient, retrieved the rubber and at the end of the case reviewed the trocars seal housing to understand where the damage occured and if they had retrieved all of the material. Couldn't establish where the damage was from so retained all ports and the material. Upon inspection by myself I noticed the segment is from the instrument seal of a cff73. Shown the customer the damage in the seal and explained that it is likely it has occurred when introducing an oversized or sharp instrument. Type of intervention: n/a. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
Six (6) event units were returned to applied medical. Based on the complainant's description of the event, there was no malfunction reported with two (2) of the returned units used in the procedure that were also returned, and they were disposed of after receipt by applied medical, prior to evaluation. The four (4) remaining event units were visually inspected and there was no damage found on the rubber seal components. Since all six units share the same rubber seal components, it is likely that the fragmented piece originated from the seal of one of the units that was disposed of prior to evaluation. Based on the condition of the units that were evaluated and the description of the event, it is likely that the leakage was caused by an internal rubber component of the seal that was damaged by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received on may 11, 2017 via email from national sales manager: 3 additional eaches were returned. Additional info received from territory manager via email on 5jul2017: the additional trocars were returned as a matter of courtesy - there were no issues with them. Additional info received from sales representative via email on 21jul2017: sales rep confirmed that he hospital advised that all the units including the damaged product along with the piece retrieved was returned all together.